Event description:
Male patient scratched his forearm on patient right hand side arm pad.

Manufacturer narrative:
The staples holding the vinyl to the arm board were too long and not to specifications. This allowed part of the staple to exit the side of the arm board into the foam padding. Over time the vinyl wore to the point that the end of the staple was able to contact the facility staff.